Event description:
The following was reported to davol by the patient: on (B)(6) 2003 - patient was implanted with a bard kugel patch during a ventral hernia repair, (B)(6) 2011 - patient had laparoscopic revision of gastric bypass, (B)(6) 2012 - patient had undefined back surgery, (B)(6) 2013 - patient presented to the ER with fever and rash in the area of the implant. CT scan revealed and abscess. Patient treated with IV antibiotics, (B)(6) 2013 - patient underwent surgical procedure for removal of the bard kugel patch.

Manufacturer narrative:
As reported, following implant, prior to developing an infection, the patient underwent multiple surgical procedures. Infection is known to be an adverse event of any surgical procedure and is listed as a possible complication in the products IFU. No lot number has been provided therefore a review of the manufacturing records is not possible. Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's reported abscess and subsequent infection. This MDR includes all patient, event, and device info davol has received to date. If additional info is obtained, a f/u MDR will be submitted.